Event description:
The customer called and reported a button became stuck on the insulin pump and would not scroll back up. Customer's blood glucose was 289 mg/dl. She stated the insulin pump was clipped to her shirt while she was walking. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No numbers scrolling up noted. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had a cracked case at display window corner, minor scratches on lcd window, cracked battery tube threads and broken reservoir tube lip.